Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Internal abrasion was found at 6.1 to 6.5cm from the distal tip under the rv shock coil. The ring electrode (re) conductor cables were abraded in this area which is consistent with the report of noise and oversensing.

Event description:
It was reported that the patient presented for follow-up. Noise was noted on the lead. Lead was explanted and replaced.